Event description:
It was reported that the allevyn life heel dressings from lot number 202127 shows a bubble in the packaging, so sterility is no longer assured. As this was noticed upon inspection, the patient was not involved at that moment.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. All provided information has been reviewed and we have not been able to confirm a relationship between the device and the reported event and the device or determine a root cause. It was reported that the allevyn life heel dressings shows a bubble in the packaging, it was confirmed with customers the bubble was between wcl and pink film. A review of the manufacturing process did not found any deficiencies. All the dressings are inspected by the on-line appearance inspection as per the in-process control specification. Any dressing out of specifications will be manually removed. Probable causes may include customer expectation dressing¿s appearance was higher than specification. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A review of complaint history did not reveal similar events for this nature with no manufacturing problems observed. The risk files mitigate the reported issue with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.